Event description:
Hill-rom received a report from hill-rom tech stating the brakes were not holding. The bed was located in a hill-rom svc ctr and not in use. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found during a between pt inspection of the bed that the brakes would not hold. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.